Manufacturer narrative:
The manufacturer previously reported information contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. The manufacturer received further investigation that the patient has alleged pneumonia, bronchitis, copd, congestive heart failure, atrial fibrillation. No other relevant clinical information was provided. This complaint has been reviewed and will be reported as serious injury as the events meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box b, g and h have been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.